Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of "device has a door latch error". The lower latch switch was received out of adjustment causing a door not fully latched alarm. An adjustment was made to the latch switches during evaluation resolving the reported symptom. Latch switches will be adjusted to be within specification during repair process.

Event description:
It was reported that a pump has a door latch error. There was no reported patient injury.